Event description:
The customer reported that the ortho provue analyzer interpreted a patient's sample as negative. Visual inspection of the cards showed the reactions were positive (1+). No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the site and performed camera adjustments and repairs to return the instrument to expected operation. The customer ran controls and obtained acceptable results. This consumer has not logged any complaints against this analyzer since this incident. Incident is isolated.